Manufacturer narrative:
The report states: litigation papers allege on or about (B)(6) 2010 to the present, patient suffered the following personal and economic injur(ies) as a result of the implantation of the asr hip implant: cobalt and/or chromium poisoning, possible revision surgery, numerous follow-up doctor visits, inability to lead a normal life, anxiety, fear, mental anguish and other emotional and physical damages. Patient has not undergone explant surgery to date on his right hip. Doi: (B)(6) 2008 - dor: no revision reported at this time (right side). Patient is a resident of (B)(6). The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Patient fact sheet (pfs) form received that indicated that the patient was revised and it was the left hip involved, not the right as previously reported. There is no new information that would change the outcome of the investigation. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege on or about (B)(6) 2010 to present, patient suffered the following personal and economic injur(ies) as a result of the implantation of the asr hip implant: cobalt and/or chromium poisoning, possible revision surgery, numerous follow-up doctor visits, inability to lead a normal life, anxiety, fear, mental anguish and other emotional and physical damages. Patient has not undergone explant surgery to date on his right hip.